Event description:
On (B)(6) 2014, the reporter contacted animas alleging an unspecified inaccurate delivery issue with the pump. Troubleshooting could not be completed and additional information has not been provided. Customer technical support has made attempts to follow up with the reporter for additional information and troubleshooting, without success. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 08/13/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint; no activity outside normal use was observed. The last basal delivery occurred on (B)(6) 2014 at 1:07pm. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).